Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53704. Cartridge. Additional information was requested and the following was obtained: during what kind of procedure was the device used? Sleeve resection. Was the device used on thick tissue? Yes, because of procedure. What kinds of reloads were used? White, blue, gold or green? Blue ¿ all of them. Was anything unusual noticed during the use of the first three reloads? ¿the tissue was stitched and caused a jam in the middle rounds cutting knives of stapler¿ can this be explained more in detail? After second reloading (with 3rd cartridge) echelon started normally cut and staple and in the middle of cutting line it started to roll tissue and caused a jam. Before it was everything like usually, procedure was made by experienced surgeon. Did the device cut? Yes, till the middle. Did the device staple? Yes, till the middle. Were cut/staple line complete? Yes, with first two cartridges./no, with the last one. Was the device blocked? Yes, but it was possible to retract knife and to release device. How was the procedure completed? After interrupting the firing sequence, knife was retracted by manual firing release lever. Procedure was completed with echelon flex 60 stapler with another blue cartridge. The long60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge ecr60b was received fired 2/3 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, the cut was jagged due to a damaged knife. One possible cause for this damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate for staples getting into the cartridge and interfering with the knife path during firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when three reloads were used, the tissue was stitched and caused a jam in the middle rounds cutting knives of stapler. It was no longer possible to finish the operation with this device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.